Manufacturer narrative:
Pending investigation. D10: serial number, item number and full description . (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse . (B)(6), 320-35-01 - small glenoid plate . (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm . (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2023 and after initially doing well when put in a sling for fx 1 year ago, subject came to clinic (B)(6) 2021 with increased pain. CT was ordered and shown that the fx had gone on to become a non-union. Subject going to follow up regarding treatment plan, and has not followed up since. The case report form indicates that this event is definitely not related to device, definitely not related to procedure. Outcome: continuing.